Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the station had completely blacked out. The field service engineer (fse) disconnected the auxiliary tower, but the medstation still did not boot. Pyxis bus drawers were disconnected from the main unit and reconnected individually, revealing an issue with main drawer 3. Testing showed the drawer controller on 3.2 was compromised. The drawer controller was replaced, all connections were reseated, and the auxiliary and tower were reconnected. The medstation then booted to windows, and the med application launched successfully. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was completely blacked out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.